Manufacturer narrative:
The investigation of packaging issues- sterility has been completed. No product or photos were returned. The root cause of the packaging issue - sterility was not determined as no product or images were returned to confirm issue.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A physician reported that the packaging seal was already broken. Therefore, the pump should be replaced. There was no patient involvement.